Event description:
It is reported that during surgery in 2009, the stemmed tibial baseplate was being inserted, and a rectangular piece of metal detached from the tibia railing. Device was implanted.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation as it was implanted. It is unknown if the stemmed tibial baseplate was inserted using the correct procedure per the surgical technique. Based on the available information a definitive cause cannot be determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.